Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.

Manufacturer narrative:
This follow-up MDR is created to document the additional event information and the conclusion of the investigation. Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. Quality was not able to perform manufacturing record review, nonconforming report review, CAPA review or complaint database review due to the lot number not being provided. The most likely root cause of the event cannot be determined at this time. If the device or additional information is received, quality will re-evaluate this event in accordance with procedures.

Event description:
Additional information indicated the patient had the implant for ~10 years, then went for a revision because one of the cylinders was not staying in place. (It was not known for how long).